Event description:
Medtronic received information that during the implant procedure, the patient with stentless bioprosthetic valve became hypotensive after the cross-clamp had been removed, as the heart was being re-perfused. The patient was reportedly doing well during the procedure, but exhibited the above symptoms upon removal of the cross clamp. It was initially verbally reported that the patient exhibited pulmonary edema, and slowly deteriorated following the procedure. Attempts to confirm that the patient had exhibited pulmonary edema were unsuccessful. Medtronic requested pre-op h&ps, operative reports, and medical history of the patient. This information could not be obtained. The surgeon subsequently reported that the event was not related to the valve, and continues to implant this type of valve.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: doctor reported the event as non-valve related. No device problem reported. The doctor reported the event as non-valve related. Analysis - the device history record was obtained and reviewed. The device was found to have met specifications when released for distribution. Conclusion: the doctor reported that the event was non-device related, and review of the manufacturing records revealed no issues that may have caused or contributed to the event. The surgeon continues to implant the stentless aortic valve, and no additional complications have been reported.